Event description:
It was reported that far field r-wave oversensing resulting in inappropriate mode switching was observed on the device. The device was reprogrammed to resolve the event and the patient was in stable condition.